Manufacturer narrative:
The suspected device was returned for evaluation. Service history review identified that this device was last serviced in mar_2026. Event log reviewed and ¿cassette not attached properly¿ error was observed in event logs history. The device was visually inspected, and no anomalies were noted related to the complaint. Customer allegation was confirmed, pump alarms as cassette not attached properly. The cause of the reported issue was a defective downstream occlusion (dso) sensor. The device passed all functional testing after repair.

Event description:
During investigation, it was confirmed that ¿cassette not attached properly¿ error does appear in event log of the returned pump. This high-priority alarm occurred in unknown status; however, if this error occurs during infusion, it will interrupt therapy and potentially impact patient.